Event description:
Surgeon was removing an oxinium femur and was using a metal bone tamp to impact and loosen the femoral component. The metal tamp arced against the ox femur causing a metal spark that went airborne and landed on the drapes. The drapes had a hole burned through them.

Manufacturer narrative:
After review of further information received, it was determined that this event was reported in error.